Event description:
Fracture ventricular lead, non invasive evaluation of his medtronic maximal dr defibrillator indicated, random noise on ventricular lead, resulting in inappropriate ventricular fibrillatory sensed signals. Replacement of lead and defibrillator.